Event description:
During the procedure to implant the excluder bifurcated endoprosthesis devices to treat an abdominal aortic aneurysm, blood loss in excess of 1 liter was experienced because of a poorly functioning hemostatic valve of the 18 fr cook introducer sheath on the contralateral side. The pt was fine at the end of the procedure.